Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the interface was not communicating with the device. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the interface was not communicating with the device. A technical support specialist (tss) checked the application server, ran server downtime procedures, verified that messages were current in real time, and confirmed that no station was in critical override. The customer informed that they were not experiencing any issues with pyxis at that time and confirmed that everything was functioning well. The system functioned as intended after the issue was resolved.